Event description:
Additional information was received. It was reported that the pump had been explanted. On the next day, it was reported that this was the third pump in the last few months at the same account where the patient had experienced motor stalls shortly after implant. It was stated that none of the pumps had pending alarms. Five days later, it was reported that the patient kept having motor stalls with no explanation. It was stated that there had been no patient injury.

Event description:
It was reported that the patient was in the hospital for a catheter revision and stayed overnight. (Please refer to manufacturer report #3004209178-2013-06358 for catheter revision). The health care provider (hcp) read the pump in the hospital the day after the procedure, and noted everything was "fine." Then the patient went to their clinic on the date of this report for reprogramming. Upon interrogation of the pump, there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded for the latest motor stall. The first stall was on (B)(6) 2013 at 15:44; with stalls noted "throughout the day and night." Per the reporter there were several stalls and recoveries. There were no additional events in the logs aside from motor stalls. The patient was home while the pump was stalling, with no known magnetic interaction. The patient was still in the doctor's office as of the date of the report and the motor was still stalled. The pump system was being used to deliver morphine and bupivacaine. It was additionally reported that the patient began to have consecutive motor stalls on (B)(6), and was still continuing to stall. They planned to replace the pump. There were no patient symptoms/injuries related to this event, and the patient status at the time of the report was noted as alive-no injury/no adverse event. It was later noted the pump system was being used to deliver infumorph. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the hcp stated he replaced the pump and catheter at the same time because he wanted to start over with a brand new system. The hcp noted the only symptom the patient had was inadequate pain relief, but then the hcp also stated that at some point, the patient had withdrawal symptoms and pain. The hcp noted he did not know what caused the stall. Please refer to manufacturer report # 3004209178-2013-06358 - for catheter revision details.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there was a gear train anomaly found and indicated as corrosion, as well as a gear train anomaly stall due to gear wheel 3. Additionally, there was a hole in the pump tube, as well as a motor feed through anomaly shorting across insulator. Lastly, it was noted ther to be a pump motor coil shorted to case.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.